Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the customer that the nurses cannot flush or drawback when using the one link needlefree connector. The nurse removed the clave and replaced with a new one to resolve the issue. This event occurred during patient infusion. There was no patient injury or adverse event in association with this report. No additional information is available.